Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Could I please log the following instrument breakage at leicester general today as a complaint. (B)(6) was cementing a total knee today and during impaction of the femoral component, the universal handle on the impactor snapped as shown in the pictures below. The patient came to no harm and there was no delay in the procedure. Instrument concerned is universal handle 96-6520 lot no j1004.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).